Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9800 system had a communication error message and would not fluoro during a case. The 9800 system was removed and the procedures completed with another system. No pt injury was reported.